Event description:
It was reported that this patient had been lost to follow-up since 2011, and now the right ventricular (rv) lead had an increase in pacing thresholds and the shock impedances were high out of range greater than 200 ohms. It was also noted that there were a few 0 ohms impedance values, that might have been caused by emi. The pacing impedances and sensing were good and stable. Technical services recommended commanded shock to test the lead. The field representative indicated that the shock vector will be programmed rv coil to can with 115 ohms, and will be tested in the future before connecting to any new device. The system remains in-service at this time. No adverse patient effects were reported.